Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.

Manufacturer narrative:
Additional information: h3, h6, h7, h9, h10. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to the maintenance issue of the rear case assembly. A review of the device history record showed the device had a manufacture date of (B)(6) 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.